Event description:
During the procedure, it was noted that "the coating came off the wire". The procedure was completed using a different device. There was no clinical consequence to the patient who was reportedly in a "fine" condition. No other information was provided.